Manufacturer narrative:
This report is filed may 12, 2016.

Manufacturer narrative:
This report is filed february 11, 2016.

Event description:
Per the patient's surgeon, the patient experienced a loss of connection to the internal device subsequent to sustaining a trauma; however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.